Manufacturer narrative:
E2: no. The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had noise in the image and the wire was broken. There were no reports of patient harm.

Event description:
It was reported, the camera head had noise in the image and the wire was broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: abnormal image due to cable disconnection, and charge coupled device corrosion. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. - if for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available in fir avoiding interruption of the procedure. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. - do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. The most probable cause of customer's allegation could not be established. The most probable cause of the additional findings is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.